Event description:
Boston scientific received information that the patient with this right ventricular lead experienced dizziness and lightheadedness. During the lead evaluation, noise was noted on the presenting electrogram and recorded episodes. Pacing impedance measurement showed an increase from 400 to 750 ohms since implant. The sensing ranged from 0.6 to 3.0 volts with intermittent capture at 6.5 volts. Subsequently, the physician elected to replace the lead. Additional information was received that a lead fracture was suspected, though not confirmed. The lead was surgically abandoned and was out of service. No adverse patient effects were reported. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.